Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06301. It was reported that one of the patients leads migrated. The issue was confirmed via x-rays. Surgical intervention took place wherein the existing leads was explanted and replaced. It is unknown which lead is related to the issue. Therefore, all leads are being reported.